Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic tlh (total laparoscopic hysterectomy) surgery, while sewing the vaginal cuff, the handle dropped the needle. The surgeon used a new handle and needle to resolve the issue. There was no patient injury.